Event description:
This is conservatively filed to report the clip delivery system steering issue that occurred in an unknown location in the anatomy. Steering issues that occur in the left ventricle have the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr). The clip delivery system (cds) was advanced to the mitral valve. In an attempt to steer toward the mitral valve, the cds did not move in the expected direction. The alignment of the mitraclip devices was checked, but there was no change in the steering. The cds was removed and replaced, and a new device was used to continue the procedure. Two clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the analysis of the returned device, manufacturing records, and complaint history were reviewed. Potential causes for sleeve steering issues/difficulty positioning the clip delivery system (cds) include manufacturing, patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The clip delivery system (cds) was returned. While the difficulty positioning the device relative to the mitral valve could not be replicated in a testing environment, the results of the returned device analysis indicated that the steerable sleeve functioned as intended with no sleeve steering issues observed. The actuator mandrel was observed to be bent. The discrepancy between what was reported and what was observed was likely due to varying amounts of tension felt by the device during the procedure versus the returned product analysis. More tension on the device due to patient anatomy or unintended curves on the device, may result in the reported difficulty positioning. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. The returned device analysis confirmed that the steerable sleeve functioned as intended. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report filed, additional information received: the procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 2-3. During use with the m/l knob and a/p knob in the left atrium, the clip delivery system sleeve moved up unexpectedly. No additional information was provided.